Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred resulting in the customer experiencing an elevated blood (bg) level displayed as "high"; although specific value was not provided. A correction injection was delivered to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.